Manufacturer narrative:
The formed needle was found to be visible in the exposed portion of the soft cannula. The formed needle was not seated properly within the slide retract which caused a failure of the needle mechanism to retract the formed needle. Damage was found to the slide retract which indicates that the hard cannula was incorrectly installed. The failure of the formed needle to retract can be confirmed as the cause for the pain during insertion. The soft cannula was observed to be damaged. Fluid was unable to pass through the entire fluid path due to the damage. The timing and cause of the damage is unknown.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient¿s blood glucose (bg) reached "the mid 200's" (mg/dl) while wearing the pod between 24 and 36 hours. After realizing elevated bg levels and experiencing pain, patient found the needle had not retracted as intended; this indicates that a needle mechanism failure occurred. Additional method of treatment was not provided.